Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on (B)(6) 2021. It was reported that the patient was not able to tolerate the left side setting, found it to be a big discomfort as she was increasing the stimulation up to 3.0, and it was painful. The patient stated they then switched to the right side and currently has the stimulation set at 1.4. The patient noted they were still voiding hourly. On (B)(6) 2021 the patient called back. They noted being at the doctor the day before. The patient reported the left side didn't work because the wire moved, so they were going to take it out the day of the call. No further complications were reported.